Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised after patient complaint of thigh pain. The stem (implanted (B)(6) 2013), sleeve, head, and liner (all implanted (B)(6) 2017) were revised. The shell was reported well-fixed and remained in patient. The rep will provide a "patient packet" with additional information, but beyond that, x-rays, medical records, and any additional information are not available due to hospital policy. A review of the medical records by a clinician found that the reason for revision was loosening of the accolade stem. Under the diagnosis of suspected stem loosening, revision was performed on (B)(6) 2018, with exchange of the accolade-ii stem for a restoration modular construct with insert exchange to a mdm construct while leaving the cup shell in place. The root problem was thus located on the stem side.

Event description:
It was reported that patient's left hip was revised after patient complaint of thigh pain. The stem (implanted (B)(6) 2013, sleeve, head, and liner (all implanted (B)(6) 2017 were revised. The shell was reported well-fixed and remained in patient. The rep will provide a "patient packet" with additional information, but beyond that, x-rays, medical records, and any additional information are not available due to hospital policy. A review of the medical records by a clinician found that the reason for revision was loosening of the accolade stem. Under the diagnosis of suspected stem loosening, revision was performed on (B)(6) 2018, with exchange of the accolade-ii stem for a restoration modular construct with insert exchange to a mdm construct while leaving the cup shell in place. The root problem was thus located on the stem side.

Manufacturer narrative:
An event regarding loosening involving an unknown accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical physician noted: the question then is what did cause the stem loosening, probably already present earlier but not addressed in the 2017 revision. Diagnosis of stem loosening requires x-rays for evaluation. The stem may be undersized, have malposition or otherwise. From the clinical perspective, the presence of a positive impingement sign before the 2017 revision might point to cup malposition where the impingement might have also contributed to lack of bone ingrowth fixation or at least compromised bone ingrowth fixation on the stem side although substantial evidence is unfortunately missing due to complete lack of x-rays. The available records have no clue or reference to the cause of the problem and consequently this case cannot be solved with an adequate level of confidence as based upon the current information. X-rays are required to help solve this case. Device history review: not performed as device details are unknown. Complaint history review: not performed as device details are unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including x-rays, operative reports, progress notes, device details and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.